Manufacturer narrative:
A siemens field service engineer was servicing the instrument when the panel fell onto the operator's leg. The panel was not secured to the instrument due to the instrument being serviced. The cause of the panel falling onto the operator's leg was a human factors issue. This device is performing according to specifications. No further evaluation of this device is required.

Event description:
A panel from a dimension exl with lm instrument fell onto an operator's leg while a siemens field service engineer was servicing the instrument. The panel had been removed from the instrument and was residing in a congested area when it fell onto the operator's leg. The operator was evaluated at a local emergency room due to leg pain. There are no reports of adverse health consequences due to the instrument panel falling on the operator's leg.